Manufacturer narrative:
(B)(4).

Event description:
It was reported that the distributor representative (dr) received the initial call from the anesthetist at approximately 1345, (B)(6) 2013. The anesthetist advised the dr that they were in the process of inserting a fiberoptix sensor (fos) iab and the intra-aortic balloon pump (iap-0500 s/n (B)(4)) had alarmed with a message that the "fos was not able to zero." The surgeon informed the dr that because they were not able to resolve the fos connection issue, the surgeon decided to go ahead and insert the iab to be used like a conventional iab. The surgeon stated that during the process of troubleshooting the alarms, the spring wire guide (swg) and the iab "fell out" and access had to be re-established. The surgeon was unable to reinsert the iab because the membrane had started to unravel. Now the surgeon attempted to insert the same iab with a sheath, which resulted in the iab getting stuck in the sheath. At this time, the iab was removed with the sheath as one unit. Another brand iab was opened and inserted without issues. There was no reported patient death or injury. There was a 30 minute delay/interruption in iabp therapy. There were no reported patient complications and the patient outcome is listed as stable throughout.